Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with heavy calcification from the mid to proximal left anterior descending artery. A 2.0x12 mm trek rx balloon dilatation catheter (bdc) sheath was removed and no resistance was reported. The bdc was soaked in saline prior to use. The bdc was advanced toward the target lesion and no resistance was reported. Air was pulled inside the patient anatomy. The balloon was inflated once and ruptured below 10 atmospheres. There was no resistance reported during removal from the patient anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.